Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's experienced discomfort at ipg site when stimulation is on. Surgical intervention may take place later to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.